Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had physical damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer reported that the drive support cap was loose and sticking out. The customer was advised that the insulin pump need to be replaced. The patient was advised to disconnect use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker, and protruded/loose drive support disk.